Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On 01/02/2026, it was reported that the patient´s blood glucose level dropped significantly, causing her to faint. She was then transported to the emergency room (ER) for immediate medical attention. No additional details regarding who assisted in taking her to the hospital, whether emergency services were contacted, what treatment was provided at the ER, medications administered, vital readings, or the duration of hospitalization were stated by the patient during the call. An attempted callback was made to gather more information, but we were unable to connect with the patient. No other details were documented. An analysis of the data logs was performed for the time in question. The alert notification settings issue was undetermined. The settings for high and low thresholds have been disabled and the urgent low alert was set to vibrate on the dexcom app. No additional patient or event information is available.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient´s blood glucose level dropped significantly, causing her to faint. She was then transported to the emergency room (ER) for immediate medical attention. No additional details regarding who assisted in taking her to the hospital, whether emergency services were contacted, what treatment was provided at the ER, medications administered, vital readings, or the duration of hospitalization were stated by the patient during the call. An attempted callback was made to gather more information, but we were unable to connect with the patient. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.